Manufacturer narrative:
Product analysis: an inspiratory autozero solenoid was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported while in use, the 840 ventilator became inoperable. The patient was reportedly to have been ambu bagged and transferred to an alternate ventilator. The patient was not harmed or injured as a result of the event.